Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer¿s blood glucose level was 30 mg/dl. Customer treated their low blood glucose levels via glucose intake. Customer was admitted to the hospital on (B)(6) 2018 due to low blood glucose levels. Troubleshooting for low blood glucose was performed. Customer advised the drive support cap was normal and they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.